Manufacturer narrative:
The evaluation of the device is still ongoing. Results - gross examination showed calcific deposits on the leaflets and pannus overgrowth. No definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being evaluated.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa size 21) was explanted after 3.8 years due to moderate to severe intra-bioprosthetic regurgitation.

Manufacturer narrative:
Result: the results of the investigation are summarized in the attached technical report. Conclusion: this mitroflow valve was explanted after 3 years and 10 months due to a reported prosthetic regurgitation and insufficiency. Leaflets calcification, confirmed with x-ray and histological analyses, caused stiffening and led to a progressive valve stenosis. Pannus overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflet tear and inadequate leaflets coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's risk factors (e.g. Hypertension and dyslipidemia) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on 12 may 2014 that mitroflow valve (lxa size 21, but later on confirmed as size 19) was explanted after 3.8 years due to moderate to severe intra-bioprosthetic regurgitation.